Event description:
It was reported that an ilet user new to pump therapy experienced persistent high blood glucose readings after announcing meals, including a reported value of 393 mg/dl, and was advised to change infusion supplies and fill the cartridge; after the supply change, glucose returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.